Manufacturer narrative:
Additional initial reporter: dr. (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the cardiosave intra-aortic balloon pump (iabp) persistently generated a gas loss alarm. The insertion was reported to be axillary, which is not the method described in the device instructions for use. The getinge representative advised that they would assist with troubleshooting as if it were a femoral insertion. It was explained why the alarm would be present and persist. The customer then revealed that the patient was up and down from the bed to a chair and mobile often. The team had already reduced the augmentation bars by two and the alarm would come back every one to two hours. They were using the ¿iab fill¿ and ¿start¿ keys to resume therapy. The possibility of a kink and how it would be a positional issue since the patient was mobile was discussed. The getinge representative then spoke with the physician and advised that the iab and iabp are designed and calibrated for a patient that is lying flat in bed with no movement. The normal iabp operation and management of alarms and kinks were also discussed. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint # (B)(4).